Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloated, looks pregnant") and gastrointestinal motility disorder ("problem with bowel movements"). The patient was treated with surgery (tube and essure removed). Essure was removed. At the time of the report, the medical device removal, abdominal distension and gastrointestinal motility disorder outcome was unknown. The reporter considered abdominal distension, gastrointestinal motility disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Concerning the injuries reported in this case, the following one/ones were reported via social media: gastrointestinal motility disorder. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received - new event problem with bowel movements was added. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloated, looks pregnant"). The patient was treated with surgery (tube and essure removed). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 29-nov-2019: information from duplicate cases (B)(4) has been transferred to this case, including: reporter information, essure indication and event abdominal distension. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloated, looks pregnant"), gastrointestinal motility disorder ("problem with bowel movements"), tooth disorder ("teeth become so bad") and night sweats ("night sweats and it gets so aggravating") and was found to have weight decreased ("lost around 6 pounds"). The patient was treated with surgery (tube and essure removed). Essure was removed. At the time of the report, the medical device removal, abdominal distension, gastrointestinal motility disorder, weight decreased and tooth disorder outcome was unknown. The reporter considered abdominal distension, gastrointestinal motility disorder, medical device removal, night sweats, tooth disorder and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, gastrointestinal motility disorder and weight decreased and dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - night sweats and it gets so aggravating and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloated, looks pregnant") and gastrointestinal motility disorder ("problem with bowel movements") and was found to have weight decreased ("lost around 6 pounds"). The patient was treated with surgery (tube and essure removed). Essure was removed. At the time of the report, the medical device removal, abdominal distension, gastrointestinal motility disorder and weight decreased outcome was unknown. The reporter considered abdominal distension, gastrointestinal motility disorder, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, gastrointestinal motility disorder and weight decreased. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event (weight decreased) and reported information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("stomach bloated, looks pregnant"), gastrointestinal motility disorder ("problem with bowel movements") and tooth disorder ("teeth become so bad") and was found to have weight decreased ("lost around 6 pounds"). The patient was treated with surgery (tube and essure removed). Essure was removed. At the time of the report, the medical device removal, abdominal distension, gastrointestinal motility disorder, weight decreased and tooth disorder outcome was unknown. The reporter considered abdominal distension, gastrointestinal motility disorder, medical device removal, tooth disorder and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, gastrointestinal motility disorder and weight decreased and dental problems quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event dental problems and new reporter updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tube and essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.